Event description:
It was reported the pt is no longer receiving stimulation due to her scs ipg not communicating with the pt programmer and charging system. A sjm rep was unable to resolve the issue with using a different programmer. The pt will be undergoing radiofrequency ablations. If that does not help with her pain, she will consider having the scs ipg replaced. F/u is pending.

Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.